Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device fell off the meniscus. The t2 implant was removed from the patient using tweezers and t1 was left secure in the patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information: b5 and h6: health effect - clinical and impact code. The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and one implant returned. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device fell off the meniscus. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.